Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the mesh was extruded into the rectum and spontaneously discharged. The patient incurred a minor injury.